Event description:
It was reported by the customer on (B)(6) 2011 that during the procedure, the customer experienced error codes 652, 602.11, 202.11 from the laser system. Also, the customer received a message to click to clear the error and then the customer received an error code 330. Per the customer, the key was turned off, the breaker was shut down and the same error codes were still received from the laser system. The customer was conferenced in with technical support and was advised to add water to the laser system. The customer added water to the laser system but still received the same error codes. The laser system was repaired.